Event description:
Approximately 2 years and 5 months post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Valve will not be returned.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. As reported by patient registry, approximately 2 years and 5 months post-implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is known to be libman sachs endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest libman sachs endocarditis caused or contributed to the valve explant. There was no allegation or indication a new product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.